Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the surgeon started to squeeze the handle however could not fire the device. Replaced the device with a new cartridge and connected to the same handle, and the firing was completed.